Manufacturer narrative:
Result: known inherent risk of procedure. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for 16fr esheath is 6.0mm. The patient¿s access vessel mld was 5.3mm with severe calcification and mild tortuosity reported. In this case, no vessel injuries were reported. The access site could not be closed percutaneously due to the severe vessel calcification, resulting in the catheter site bleeding. The access site was successfully closed by open surgical cutdown and suture repair. In this case, patient factors (less than adequate access vessel mld, severe calcification) likely contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
During a transfemoral tavr procedure, bleeding from the access site was observed following the removal of a 16fr expandable sheath (esheath). Surgical repair was required. Prior to the insertion of the esheath, the vessel calcium was noted and a high puncture to the femoral head was recommended. Post deployment of a 29mm sapien 3 valve, upon removal of the (esheath), the patient experienced bleeding from the access site in the left common femoral artery (lcfa). The area of the access puncture was very calcified and not able to be closed percutaneously and the bleeding ensued. The heavily calcified area required open surgical cutdown and suture repair. No additional complications were reported and hemostasis was achieved. The patient lost approximately 300cc of blood following the esheath removal. 1 unit of blood was infused from the cell saver. The procedure was completed and the patient was transferred in stable condition. There was no indication of a device malfunction upon inspection post removal. The access vessel minimum luminal diameter (mld) measured 5.3mm with severe calcification and mild tortuosity reported. It was perceived that the severe vessel calcification contributed to the event. It was speculated that a possible perclose failure may have also contributed to this event.